Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received in back up mode. Analysis of device image found the device went into backup mode due low voltage from cold temp post explant. Further analysis performed did not find any anomaly. Longevity assessment was performed, and implant duration exceeds 75% of total projected longevity, indicating normal battery depletion.

Event description:
It was reported that the device reached its elective replacement indicator (eri) prematurely. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.